Event description:
Reporter stated he received the er1 message about one year ago. Reporter simply retested. Reporter did not do a control solution test or compare confirmation dot with the color chart.